Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported during intraocular lens (iol) implant procedure, following delivery of lens into the eye it was discovered that the lens had a scratch on it. The lens was explanted and replaced with unspecified same diopter lens during initial procedure. The procedure was completed on same day. Additional information has been requested.